Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The director of critical care said that roughly 2 years ago they had a case where they inserted an io in a female patient's tibia during resuscitation and the patient was later diagnosed with compartment syndrome and had a leg amputated. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4). No lot number was provided and therefore no review could be performed. No sample was returned for evaluation. Based on the information, the complaint could not be confirmed and no cause identified. Teleflex will continue to monitor and trend reports of this nature. No sample was returned for evaluation. Based on the information, the complaint could not be confirmed and no cause identified. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The director of critical care said that roughly 2 years ago they had a case where they inserted an io in a female patient's tibia during resuscitation and the patient was later diagnosed with compartment syndrome and had a leg amputated. The patient's condition was reported as unknown.